Event description:
Left femoral access, right lower extremity angiogram and intervention on her bypass graft stenosis. This was successful; however, upon attempted removal of the sheath, the sheath would not completely remove and actually ended up fracturing. This required transport to the operating room for removal of sheath and successful repair of the femoral artery.